Event description:
Per the clinic, the device was explanted on (B)(6) 2025, due to an extrusion of the receiver/stimulator. It was reported that the patient has dementia and manually dug out the implant site, resulting in self-removal of the device. It is unknown if there are plans to reimplant the patient as of the date of this report